Event description:
The customer reported obtaining an elevated sodium (na) result for one (1) patient, involving the unicel dxc 600i synchron access clinical system. This report references the event which occurred on (B)(6) 2014; please refer to MDR report 2050012-2014-00456 for the report of the event which occurred on (B)(6) 2014. The customer repeated the samples on the same dxc and obtained a lower na result within the normal reference range for the patient. The elevated na results were not reported out of the laboratory. There was no change or affect to patient treatment in connection with this event. Quality control results were within laboratory's established ranges prior to the day of the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse evaluated the ratio pump and noted bubbles in the lower chamber of the ratio pump. The fse replaced the ratio pump to resolve the issue.